Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that 2 hours following pump replacement surgery due to normal battery depletion on (B)(6) 2014 the patient was feeling lethargic and experiencing bradycardia. The healthcare provider (hcp) was to monitor the patient and intended to have the patient stay in the hospital overnight. Telemetry strips were reviewed and it was confirmed that the priming bolus was performed appropriately. The device system delivered baclofen. It was later reported that the patient was admitted on (B)(6) 2014 for hypotension. The patient was treated with fluids and the baclofen dose was lowered from 250mcg/day to 150mcg/day. It was noted that the patient symptoms ceased about an hour after they began. The patient was discharged the same day. The patient was currently receiving effective therapy. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the reported lethargy and bradycardia were not related to the intrathecal baclofen. It was reported there was also had pneumonia and hypotension.